Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. All available patient information included. No additional information was provided. The complaint investigation was performed for observed falsely elevated architect stat troponin-I results. The investigation included a search for similar complaints, a review of complaint text, trending data, labeling, device history records, and historical performance of reagent the architect stat troponin-I reagent, lot 51429un20, with the use of worldwide field data. A review of tracking and trending for the architect stat troponin-I reagent was performed and no trends were identified. A review of the historical performance of the architect stat troponin-I reagent, lot 51429un20 was evaluated using worldwide field data. The patient data was analyzed and compared to an established control limit. The evaluation found that the patient median result and cal f rlu's for lot 51429un20 are inside established control limits, signifying no unusual performance for lot 51429un20 was identified. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I reagent, lot 51429un20 was identified. This issue was previously reported under MDR number "3016438761-2021-00124-00", under a different suspect device. This MDR is being sent because the architect troponin reagent was added as an additional likely cause on 14apr2021.

Event description:
The customer reported false positive architect troponin results were generated for 2 female patients. (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.